Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue /debris on lens. Visual inspection found haptic torn and residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, and the lens was torn. There was no patient contact. The lens was replaced with another same model/length lens on (B)(6) 2020 and the problem was resolved.